Event description:
A male patient of unknown age presented for an endovenous laser treatment. During the procedure, the treating physician noticed smoke emanating from the hand gripper of the laser fiber where the fiber connects to the laser generator. The physician immediately stopped treatment and replaced the fiber with another new of the same device. The procedure was successfully completed without further complications. There was no report of harm or injury to the patient or the user of the device due to this product problem.

Manufacturer narrative:
The device used in the reported incident has been returned to the manufacturer for evaluation. The results of which will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).